Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) identified that the device was unable to complete full synchronization and determined through testing that the required network port was timing out. The tss informed the customer and proceeded with full synchronization after the information technology team enabled the port, then confirmed successful completion and restored device functionality. The tss verified with the customer that users were able to log in and dispense medication and obtained approval to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.